Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Upon interrogation, it was noted that the implantable cardioverter defibrillator had non-sustained t-wave oversensing. The patient is doing fine. No further information was available.

Event description:
New information noted that programming changes were done to the implantable cardioverter defibrillator. Patient was stable throughout event.